Event description:
Nellcor puritan bennett received a call from a representative of facility on 05/05. Facility called to report the following problem: approximately april 25th the achieva "ps" shut down completely while on pt, caregiver not able to power unit up at all, claimed no alarms. Unit was returned to the office, plugged in and was able to power unit up, with pt circuit and test lung, ran unit for 2 days with no shut downs, alarms or failures.